Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a high urgency power on reset (por). The patient had an episode of ventricular tachycardia that was treated successfully with shock. Prior to the episode there is evidence of short circuit protection. It is suspected there is either a lead issue or internal device circuit issue. The ICD was explanted and replaced and the right ventricular leads were capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) implantable cardioverter defibrillator 2006 (B)(6). (B)(4).